Event description:
A us distributor reported that a patient's electrode belt connector latch does not secure with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector latch does not secure with monitor) has been confirmed. Upon investigation the trunk cable connector has a broken tab and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector could not be positively identified. There was no adverse event that resulted from the damaged belt.